Event description:
It was reported that balloon rupture occurred. An endovascular therapy was performed for percutaneous transluminal angioplasty. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected for treatment and used after crossing the guidewire through the chronic total occluded (cto) lesion. During the procedure, on the first inflation at 7 atmospheres, the balloon ruptured. Dilatation was performed again with a different device sized to 2mm to complete the procedure. There was no infection noted and no patient complications reported. It was further reported that the target lesion was 100% stenosed, non-tortuous, and severely calcified. The balloon was inflated within 5 seconds before it ruptured.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. An endovascular therapy was performed for percutaneous transluminal angioplasty. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected for treatment and used after crossing the guidewire through the chronic total occluded (cto) lesion. During the procedure, on the first inflation at 7 atmospheres, the balloon ruptured. Dilatation was performed again with a different device sized to 2mm to complete the procedure. There was no infection noted and no patient complications reported.